Manufacturer narrative:
The reported event of device right atrial disc forming cobra shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. There was cobra formation of the right atrial disc during deployment. There was no angulation or kink noticed in the delivery system. Device was replaced with a non-abbott device that was implanted successfully. The patient remain hemodynamically stable throughout the procedure and there is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6) 2021. There was cobra formation of the right atrial disc during deployment. There was no angulation or kink noticed in the delivery system. Device was replaced with a non-abbott device that was implanted successfully. The patient remain hemodynamically stable throughout the procedure and there is no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.